Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been attached to this investigation.

Event description:
It was reported that 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter had a leak where the kit attaches to the vacutainer hub. No blood exposure to mucous membrane. No injury or medical intervention.